Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2008. Subsequently, the patient began to experience pain and a revision procedure was performed on (B)(6) 2010. The surgeon noted tissue reaction during the revision and removed the affected tissue. The acetabular cup, modular head and taper adapter were removed and replaced.

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2008. Subsequently, the patient began to experience pain and a revision procedure was performed on (B)(6) 2010. The surgeon noted tissue reaction during the revision and removed the affected tissue. The acetabular cup, modular head and taper adapter were removed and replaced.

Manufacturer narrative:
(B)(4). The user facility report indicates that the femoral stem (device #2 on page 3 of 5) was also explanted. Follow up with the sales representative confirmed that the femoral stem remains implanted.(B)(4)

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Evaluation of the returned component found it to be unremarkable in appearance, with no significant wear and only minor tissue debris.(B)(4).